Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerv stim and gastrointestinal/ pelvic floor. It was reported that the patient recently had some residual of 294ccs in their bladder and the healthcare provider (hcp) told them that something may be wrong with the electrodes on the program that they are on and suggesting calling to change it. Asked caller when the change occurred with having residual left in the bladder and they indicated that last year they had 150ccs residual. The caller reported that the hcp did CT scan and x-ray and to see if anything was displaced and everything looked fine. The caller noted that images indicated some swelling on the right side. The caller added that about 3 months ago they felt a very distinct shocking sensation on the program they are on now and then noticed that they had to keep increasing the therapy to feel it and for it to help symptoms. The caller indicates that they were told that was indicative of a lead issue. Reviewed with the caller that needing some adjustments is normal. Helped caller connect to ins and change programs. Redirected to hcp to inquire how long to stay on a certain program. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. The patient's relevant medical history included the caller mentioned that they had their ureter reimplanted twice. Caller reports that they see a nurse practitioner now.

Event description:
Additional information was received from the patient. They reported that after they had changed programs after their last call it improved their urinary retention from around 250cc to 30cc of urine left in their bladder. Things had been going well up until recently when patient lost stimulation sensation and retention worsened again. Assisted the patient with increasing the amplitude until patient felt stimulation sensation again. Patient will monitor symptoms and if not improved will change programs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.